Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient had osteonecrosis of the femoral head and was classified as garden iii. On (B)(6) 2018, the patient originally had an open reduction internal fixation surgery for the left femoral neck fracture that was performed with femoral neck system (fns) plate, bolt, antirotation-screw and locking screw all in question. The surgery was completed successfully. A bipolar hip arthroplasty surgery has been planned at (B)(6) 2018. The surgeon recognized the possibility of the osteonecrosis before surgery because the bone fragment had been migrated badly. The patient was informed of it in preoperative explanation. This complaint is for one (1) antirotation screw this complaint involves four (4) devices. This report is 1 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history records review was completed for part: 04.168.490s, lot: l633561. Manufacturing location: grenchen, release to warehouse date: oct 27, 2017, expiry date: oct 01, 2027. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. H11 corrected data: e1: reporter phone number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.